Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: . Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred between (B)(6) 2015 and (B)(6) 2022. D6b: exact explant date is unknown however the implant breakage is reported to have occurred within seven (7) months of the initial implantation. D10: medical product: unknown oss distal femoral component; unknown oss taper; unknown im femoral rod; unknown cone proximal body; unknown tibial tray; unknown oss yoke; unknown oss tibial bushing; unknown oss tibial bearing; unknown oss femoral bushing; unknown oss axle; unknown oss lock pin. G2: foreign: spain. G2: literature: corona, p.s., vicens, m.h., fraile, r. Et al. Distal femur replacement for infected bone defects due to end-stage periprosthetic joint infection or trauma: a staged strategy protocol using the stemless compress device protected with a fast resorbable antibiotic-loaded hydrogel. Eur j orthop surg traumatol 35, 72 (2025). Https://doi.org/10.1007/s00590-025-04177-9 . H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
On 02-may-2025, a journal article was retrieved from european journal of orthopaedic surgery & traumatology (2025) that reported a retrospective longitudinal cohort study from spain. The purpose of the study was to assess implant survivorship and infection control in infected limb salvage scenarios. The study reviewed twenty-one (21) patients who underwent final implantation after a two-stage revision. All patients received zimmer biomet cps (compress) and oss systems coated with a dac hydrogel coating. The study population had a mean age of 58 years at time of surgery (range, 19-80); (16 males / 5 females). Follow-up was conducted at 3 weeks, 6 weeks, 3 months, 6 months, and annually thereafter with a median length of follow-up for 42 months (range, 18-83 months). The study reported one patient required revision due to implant fracture within seven (7) months of initial implantation. It is unknown which device fractured however it was reported that the patient underwent revision surgery of the femoral components due to the implant malfunction. The patient continued follow up with no further complications through 7 years postop. Due diligence is in progress for this event; to date no additional information has been provided.